Event description:
It was reported that during service evaluation the pump assembly was leaking and the battery was found defective therefore cannot be recharged and the device cannot control and generate negative pressure. No case involved.

Event description:
It was reported that the device case is cracked. Additionally, during service evaluation, the device was found unable to control and generate negative pressure and the battery was found defective. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported damage to the outer case. The functional evaluation found the device was not able to generate negative pressure, establishing a relationship with the event reported. The root cause was determined as a failed vacuum motor. Additionally, the battery was fully depleted and would not charge. The most likely cause of this is allowing the battery to become fully discharged whilst in storage. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.